Event description:
Customer reported the insulin pump had a button error on it and it's not responding correctly. Customer's blood glucose was 327 mg/dl. Customer reported the device might have gotten splashed when she wad on the boat, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no button error alarm. The up arrow button did not respond due to corroded keypad trace. No scrolling number display anomaly noted. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to the unresponsive button. The device was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.